Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrhythmia episode. Technical services (ts) reviewed the device data and observed that the device delivered three anti-tachycardia pacing (atp) bursts and six shocks, which did not convert the rhythm for a possible rapid ventricular response (rvr) in the stored atrial event. Ts referred the health care professional (hcp) to the (B)(6). No additional adverse patient effects were reported. This ICD remains in service.